Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 2 of 5. E1: patient city: (B)(6). Patient country : (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. On 05-july-2024, it was reported that patient complained about five extended infusion sets that did not last 7days. No further information available.